Manufacturer narrative:
External insulation abrasion was found at 52.3-52.5cm from the distal tip, consistent with lead friction to the ICD can. No fracture was observed via x-ray.

Event description:
It was reported that an increased impedance and noise were observed. Lead fracture suspected. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.